Event description:
The rotator of the stopcock broke during a left ventriculogram procedure. The incident occurred at 1000 psi.

Manufacturer narrative:
Device evaluation: the subject device was returned for evaluation. It was examined visually and the complaint was confirmed. The body of the rotator had become separated from the rotator collar. An investigation to determine the root cause of the failure began. Devices were conditioned and then underwent compression and pressure testing. The root cause of the failure was identified and attributed to the bonding process during mfg. As a result of the investigation, the bonding process was modified to ensure consistent strength. Merit will continue to monitor complaints for effectiveness of the process improvement. Multiple sterilizations.